Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that she removed her last tampon on (B)(6) 2017. She began to experience fever, sweats and abdominal pain. She called her doctor on (B)(6) 2017 and made an appointment for (B)(6) 2017. On the morning of (B)(6) 2017 she developed a fever of 101 and could not walk without falling over. The consumer inspected herself and found and removed the remaining tampon piece inside her and her fever went down. There have been three attempted contacts to reach the consumer, but we have not been successful. It is unknown if the consumer had gone to the doctor.